Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue mx400 patient monitor. No information was provided whether sound was still coming from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that a speaker malfunction inop was displayed on the intellivue mx400 patient monitor. No information was provided whether sound was still coming from the device. The device was in use monitoring a patient at the time of the reported event. No death or patient / user injury or harm was reported.